Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome revolution rx was analyzed, and a visual evaluation noted that the cutting wire was broken 27 mm from the distal pierced hole and blackened, consistent with the findings when the device was observed under magnification. The working length was free of obvious kinks and bends. Per media analysis, the picture showed that the distal section of the device had broken cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure as per precautions of the device states. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, and can also cause a premature cutting wire fatigue, leading to break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, when they bowed the device to get into position, the cutting wire of jagtome revolution rx broke. It was reported that the device was able to bow before the cutting wire broke. Additionally, no part of the cutting wire detached and fell into the patient. They removed the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when they bowed the device to get into position, the cutting wire of jagtome revolution rx broke. It was reported that the device was able to bow before the cutting wire broke. Additionally, no part of the cutting wire detached and fell into the patient. They removed the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken.